Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Reportedly, due to the customer consuming more sugar than accounted for with the meal bolus, the customer's blood glucose (bg) level was 271 mg/dl. The customer addressed the high bg level with a correction bolus via the pump. Reportedly, the customer continued using the pump for insulin therapy.